Event description:
Per the clinic, the external coil of the sound processor was reported to have become hot (date not reported). The equipment was removed from service and a replacement was provided. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4). Device: implanted device remains.

Manufacturer narrative:
Correction: per the patient's audiologist, the reported issue was magnet pressure at the coil site; the coil did not become hot as previously reported.the device will not be returned for analysis.this report is filed (B)(4), 2013. (B)(4): device will not be returned for analysis.